Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was sticking out. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.